Event description:
A depuy mitek rep is reporting that the surgeon observed metal shavings emanating from the guide and falling into the patient's joint space. They believe that all of the debris was retrieved from the body and the procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a root cause analysis. The conclusions of the evaluation will be the subject matter in the follow-up report.